Manufacturer narrative:
After multiple attempts to follow up with the user were made, the user contacted dario by email stating that her issue had been resolved. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On june 30th, the user contacted dario to report high blood glucose (bg) readings. The user reported that for the past week she was receiving bg readings that increased from 152 mg/dl to 227 mg/dl. The user stated that she has never had such high bg readings. Due to the user's concern, she reported that she began using a cgm. The user then tested with her cgm and received a bg reading of 110 mg/dl compared to the bg reading of 227 mg/dl that she received from her dario meter at the same time.